Event description:
The customer reported that the system intermittently was not saving images.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep explained that under their normal operation images are automatically saved. On two occasions, images were taken but were not saved to the drive. No thumbnail image showed up. They suspect that there could be an issue with the hard drive. The ge service rep reformatted the drive and reloaded the software. The system works as intended.